Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the therapy is turning off. Pt states having a pacemaker on the left side and dbs on the right side. Pt states being in the hospital about 2 weeks ago to have their pacemaker put in and was not able to recharge. Pt states she charged ins and turned ins on but then she starts feeling trembling and checks ins will be off. Pt states she checked again today and ins was off. Pt charged and turned ins back on. Pt states for about a week and half her speech is impaired also. During call, pt checked ins with programmer and ins was 50% charged , ins on.